Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the esophagus during an endoscopy with dilatation procedure performed on (B)(6) 2022. During withdrawal, after successful dilation of the stenosis, it was not possible to deflate the balloon. The balloon was withdrawn with the scope and the procedure was completed with the original device at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the esophagus during an endoscopy with dilatation procedure performed on (B)(6)2022. During withdrawal, after successful dilation of the stenosis, it was not possible to deflate the balloon. The balloon was withdrawn with the scope and the procedure was completed with the original device at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of failure to deflate. Block h10: the returned cre pro wireguided balloon was analyzed, and a visual evaluation noted that the catheter of the device was cut and the balloon was not returned. No other problems with the device were noted. The reported event of balloon failure to deflate could not be confirmed because the catheter was cut and the balloon portion was not returned for functional/visual analysis. It is possible that, during deflation, the balloon became stuck in the endoscope and the user cut the device to remove it. Based on the analysis performed and all the information gathered from the customer, the root cause of balloon failure to deflate cannot be established as the balloon portion of the device was not returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.